Event description:
It was reported that during an open low anterior resection, the firing was not completed at the first firing on the rectum though the device cut completely. The cartridge was green. The staples of the right side were formed properly but staples of the left side could not be checked. A endo gia (covidien) was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Please clarify what is meant by, the firing was not completed at the 1st firing on the rectum though the device cut completely. This is not clear. Was the staple line complete? No. The doctor was not able to confirm deployed staples on the left side after the device was removed. What was the shape of the staples (b-formation, irregular, unformed)? No information.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. No incident related to the reported event was observed during the batch record review.